Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose level of 400 mg/dl. Customer attempted to self-treat with a manual injection, however, went to the hospital and admitted to the intensive care unit and was treated with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2023 with issue resolved and no permanent damage. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.